Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to device entrapment may include, but are not limited to, manufacturing, issue or suture caught in foot, posterior cuff partly deployed in foot. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using a proglide device after a diagnostic heart cath procedure using a 6f sheath. Reportedly, the device got stuck in soft tissue. There was no vessel damage reported. A cut down was performed to remove the device. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.